Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent had dislodged from the balloon. While prepping the 4.0 x 16mm liberte' bare metal stent for use, it was discovered that the stent was not on the balloon. The stent was found on the wire. The procedure was completed with another liberte' stent. No pt complications occurred.